Event description:
It is reported that during surgery in 2008, the stem finished proud of the broach position.

Manufacturer narrative:
Evaluation summary: the reported complaint was that the stem finished proud of the broach position when fully inserted. The stem was implanted and this could not be returned for investigation. The films were not provided. The final broach used is unk. Possible causes of the complaint could be related to (but not limited to) one or more of the following: incorrect final broach used; mal-alignment of the broach in the reamed canal; canal not reamed or broached to the appropriate depth. However, the exact cause could not be determined from the available info. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.